Manufacturer narrative:
This report is being submitted as follow-up # 2 for mfg. Report # 9681834-2015-00013 to provide the evaluation results from the returned 27 un-used samples from multiple lots. (B)(4). The actual device was not returned to the manufacturer for evaluation, but 27 un-used samples from multiple lots were returned to the manufacture for evaluation. Visual evaluation revealed no defects. Catheter joint strength testing was conducted and confirmed to meet manufacturer specifications. All currently available information has been placed on file by quality assurance at the manufacturing facility for appropriate tracking, trending, and follow up.

Event description:
This report is being submitted as follow-up # 2 for mfg. Report # 9681834-2015-00013 to provide the evaluation results from the returned 27 un-used samples from multiple lots.

Event description:
The user facility reported a catheter breakage. Follow-up communication with the user facility confirmed the following information: one millimeter of the catheter was left inside the arm of the patient; and the anesthesiologist removed it.

Manufacturer narrative:
As stated, this report is being submitted as follow-up #1 for mfg. Report #1118880-2015-00013 to provide the additional investigation results. An additional investigation was completed. The retention samples were evaluated and met all visual and functional specifications. Without the actual sample or photographs of the sample, it is not possible to definitely determine if the identified manufacturing issues were similar in nature and/or contributed to the issue reported.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 1118880-2015-00013 to provide the additional investigation results.

Manufacturer narrative:
The lot number for this product code is unknown. It is presumed to be h2127, rg0227, re2127, rf2727, qn0427, ra1426, pf0727, rd2426, rd0326, ql2326, nc2826, rd1726, rd2427, rd1727 or rd1026. The involved device was not returned and the lot number is unknown. Therefore, the investigation was based upon the user facility information, and the evaluation of retention samples from the presumed lots (except for lot# nc2826 - this lot has been expired and was not available for retention sample evaluation). Visual evaluation for all potential lots revealed no defects. Catheter joint strength testing was conducted and confirmed to meet manufacturer specifications. A review of the device history records identified a potential issue that is being investigated. Although the cause of the reported event cannot be definitively determined, an additional investigation is in progress. All currently available information has been placed on file by quality assurance at the manufacturing facility for appropriate tracking, trending, and follow up. (B)(4). Device not returned to manufacturer.